Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation, dcis cancer (unknown side). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 275cc mentor smooth round moderate profile prostheses and experienced bilateral deflation and unknown side neoplasm malignant postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2021. It is currently unknown which side the patient experienced the neoplasm malignant (dcis cancer) with. At the time of this report, it is reported as right side. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).